Event description:
It was reported that the patient's pump was explanted due to a malfunction as it was not delivering drug. It was indicated that an unspecified "test" was done on (B)(6) 2012 and that the catheter was patent. It was also noted that the patient's starting dose was dropped to 50mcg per day. It was later reported that the catheter connector was found damaged as there was a break at the connector pin. It was unclear if any other trouble-shooting was done. The outcome of the patient was reported as no injury and recovered without sequela. The drugs delivered via pump were morphine and lioresal.

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump found it passed all testing in the lab before being destructively analyzed. Minor corrosion was seen on the surface of gear wheel 3, but this was not significant. A couple drops of moisture were noted when the inner cover was removed, but this was also not significant. A short term stall and recovery seen in the logs may have been related to electromagnetic interference the pump may have been exposed to.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.